Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The distal section of the device is missing. The missing parts are the tip, marker band, distal section of the balloon, and distal section of the guidewire lumen. From the hub to the separated balloon is approximately 148.7cm and from the hub to the separated guidewire lumen is approximately 147.5cm. Microscopic examination revealed that the guidewire lumen is stretched 145.6cm from the hub and goes to the separation which makes it approximately 1.9cm long. There is blood present in the hub, inflation lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The chronic totally occluded target lesion was located in the right coronary artery. A 3.50mm x 40mm apex balloon catheter was advanced for dilation. However, it was noted that the device got stuck in the heavy calcification and when trying to remove with force, the shaft broke into two pieces. The device was completely removed together with the wire and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The chronic totally occluded target lesion was located in the right coronary artery. A 3.50mm x 40mm apex balloon catheter was advanced for dilation. However, it was noted that the device got stuck in the heavy calcification and when trying to remove with force, the shaft broke into two pieces. The device was completely removed together with the wire and the procedure was completed with another of the same device. No patient complications were reported.